Manufacturer narrative:
(B)(4). UDI # (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner shows the liner appears to be in good condition. Dimensional analysis was conducted on the liner and the outside spherical radius was found to be out of specification. This is not unexpected as impaction of the poly would cause deformation of the poly as intended by design. Review of mhr does not show any nonconformance's at the time of manufacture. DHR was reviewed and no discrepancies relevant to the reported event were found.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the liner did not seat as expected during the procedure. Another liner was used to complete the procedure without patient injury or significant delay.